Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin act button on insulin pump was harder to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin squirting out during priming. Customer stated that the insulin pump rejected new batteries. Customer stated that the low battery warning was not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected audio/vibrate alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).